Manufacturer narrative:
Event problem and evaluation codes: method code(s): (process evaluation). Results code(s): (evaluation result): visual inspection of the returned product found the lens optic torn. Piece of optic with one loop haptic attached was found stuck in returned cartridge. The cartridge tip is damaged. There was evidence of surgical residue on product. Evaluation conclusion code(s) based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Diopter: +2.0. Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Method code(s): evaluation method: lens work order search/cartridge lot number search. Results code(s): evaluation results: a lens work order search revealed one similar complaint within the work order. A claim search by cartridge lot number revealed two similar complaints. Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter stated the surgeon implanted a aq5010v three piece silicone +2.0 diopter lens. The lens was torn during insertion into the patient's left eye. The lens was removed with no injury to the patient. A backup lens, same model and size was implanted. Cause of lens tear is unknown.

Manufacturer narrative:
Method - (process evaluation): device history record review, medical review. Results - (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Per medical review - reportedly, 3-piece silicone iol was torn during insertion requiring intraoperative lens removal/exchange. No reported incision enlargement or any other tissue damage. Another lens of same model was successfully implanted. No reported postoperative sequelae. According to the report, by a nurse, dated on (B)(6) 2015 the cause of the event (lens tear) was unknown. The same report stated that there was no injury to the patient . (B)(4)

Manufacturer narrative:
Correction for MFR 2023826-2015-01316 supp 3 . (B)(4).

Manufacturer narrative:
There is no information to determine if there was any malfunction of the insertion system, loading error, or surgeon mishandling leading to lens tear. A lens work order search showed one other case of lens tear. (B)(4).